Event description:
Paramedics attended to a person diagnosed in cardiac arrest. When the device was connected to the pt the operator observed a continuous connect electrodes alarm and use of the device was inhibited. An ambulance crew arrived and used a manual defibrillator to continue treatment of the pt. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the use of a backup defibrillator.